Event description:
It was reported that review of the submitted log file found a controller exchange on (B)(6) 2023.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a controller exchange on (B)(6) 2023 was confirmed via analysis of the submitted log files. It should be noted that the log files are associated with the heartmate 3 system controller (serial number: (B)(6)). The controller periodic log file contained approximately 92 days of data ((B)(6) 2022 ¿ (B)(6) 2022 and (B)(6) 2000 ¿ (B)(6) 2000 per the timestamp). The log file captured dates from (B)(6) 2000 to (B)(6) 2000 when the controller's clock was not set. The controller periodic log file captured that the clock was reset after the event recorded on (B)(6) 2022 at 12:07:25. The lvad periodic log file captured that the clock was set on the events spanning from (B)(6) 2022 to (B)(6) 2023 and that the clock was reset after the event recorded on (B)(6) 2023 at 14:30:15. The data observed in the controller periodic log file and lvad periodic log file indicates that controller, serial number (B)(6), was exchanged with an unknown controller after the event captured on (B)(6) 2022 at 12:07:25 and that the exchanged controller was then reconnected to the pump after the event captured on (B)(6) 2023 at 14:30:15 while the controller's clock was not set. The controller being reconnected to the pump on (B)(6) 2023 indicates that an additional controller exchange was performed. The periodic log files only collects data at specified time intervals rather than upon the detection of an event; therefore, the exact time that the noted events occurred could not be conclusively determined from the log files. The log files appeared to capture the pump operating as intended. The clock not set event and the controller exchange on (B)(6) 2022 are addressed via the controller, serial number (B)(6). Multiple requests for additional information were made to determine the reason of the controller exchange on (B)(6) 2023 and if the exchanged controller would be returned for evaluation; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. Device history records of the heartmate 3 system controller could not be reviewed as the serial number is unknown. Heartmate 3 patient handbook (rev. C) section 2, entitled "how your heart pump works", instructs the user to not attempt to change your system controller without having a trained, competent caregiver at your side to assist. This section also instructs to follow all alarm instructions and to call the hospital prior to exchanging the system controller. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event. Related manufacturer's report: 2916596-2023-01887.